Event description:
Pt underwent a right frontotemporal parietal craniotomy and evacuation of an acute subdural hematoma in 1999 status post assault. The dura mater was left open and the dura-guard patch was placed over it and tucked underneath the bone flap to prevent problems with ischemic brain swelling around the edge. A jackson-pratt drain was placed in the subgaleal space. On 05/05/1999, the pt developed purulent drainage at the scalp incision, fever (38.6 c) and confusion. On 05/07/1999, the pt required drainage of an abscess, craniotomy and removal of the bone flap. The wound culture report was positive for methicillin-resistant staphylococcus aureus (mssa).